Event description:
The report received from the patient indicated that pt experienced sudden onset of jaw pain associated with shortness of breath three days following implantation of two cypher stents. Patient suffered a myocardial infarction (septal inferior wall) as a result of clot formation. The patient was placed on coumadin 7.5mg alternate 5.0mg qd following repeat percutaneous coronary intervention to evaluate clots. Concomitants medications reported were plavix 75 mg qd, altace 25 mg qd and toprol 25 mg qd. This is one of two products implanted in the same patient and reported under manufacturing report number 3003742446-2005-01570).